Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a ua 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during functional testing and archive data review; the root cause is due to the driveshaft exhibiting binding and resistance. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft exhibiting binding and resistance. The archive data was reviewed and contained a ua 45 error message occurring on (B)(6) 2017 and not on the reported event date of (B)(6) 2017, thus confirming the reported event. As part of routine service during testing, the device was examined and no issue was observed. A clutch plate deburring was performed to remedy the ua 45 error message. The platform was further tested and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed recurrent ua 45 (driveshaft not at "home" position after power-on/restart) error messages. The user is trained and knowledgeable with autopulse troubleshooting; however, was unable to clear the ua 45 error message. The issue occurred during shift check, no patient involvement.